Manufacturer narrative:
The customer returned the broken device and eight additional tips from the same lot number (129006) that were unused. The used tip was confirmed to be broken from the screw thread. The unused tips were returned to the louisville facility where these devices are assembled. Deflection testing was completed on the returned samples. 20 lbs of force was applied to the devices with no breakage or any signs of damage. Additionally, the information regarding this complaint was sent to the manufacturing location (mmeq). Mmeq applied 41lbs of force with only a small amount of bending occurred. After multiple attempts, the customer did not provide any additional information regarding the use of the product or when the damage occurred. The complaint could not be duplicated with samples provided and additional items in inventory. Root cause: unknown. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.

Manufacturer narrative:
The customer alleged during reporting that there had been a previous occurrence of the dissector breaking from the screw during another procedure. We have continued to follow up to obtain additional information regarding the first occurrence with no additional information received thus far. The actual device involved in this occurrence was not returned, however additional items from lot# 129006 were returned for evaluation. The samples were sent to the manufacturing location for testing and evaluation. A follow up report will be submitted once the evaluation has been submitted or once we have received additional information regarding the incident from the customer.

Event description:
Related to report# 3007208013-2023-00027. The customer alleged that a previous occurrence had occured where a secto gauze dissector broke off of the screw hub during a procedure. No further information as been obtained at this time.